Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug at an unknown rate/dose via an implantable pump for an unknown indication for use. It was reported that the patient was seen every 3-4 months for refills. The hcp had questioned the accuracy of the delivery, as only 1 ml of the medication was in the reservoir at the time of the appointment, when there are usually 6 or 7 ml. The event date was noted as (B)(6) 2016. Previous appointments showed a ¿+/-¿ within an acceptable range. The pump was scheduled for removal ¿which was moved up from scheduled appointment which was to be in approximately 2 weeks.¿ there were no reported symptoms.